Event description:
The company received a user facility report stating the following: report states that the patient had to be extubated and reintubated due to a cuff leak. Covidien is attempting to gather further details surrounding the circumstances of this report. (B)(4).

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.